Manufacturer narrative:
Date of event: exact date unknown, event occurred couple of weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was having an increasing pain. The patient underwent an explant procedure and was doing well postoperatively. The explanted device will not be returned per hospital policy.